Event description:
It was reported that the patient experienced feeling light headed and dizzy for the past six weeks. The ventricular lead exhibited oversensing. Thr lead was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.